Manufacturer narrative:
Section h10: (h3) during a tsa procedure, the surgeon placed hex pins in the coracoid to fix the coracoid block to the coracoid. The surgeon was aware that this patient had poor bone quality. During the glenoid registration, the patient¿s coracoid broke. The coracoid block and tracker could not be reattached since there was insufficient coracoid bone left. The procedure continued on with the reverse shoulder without gps and the case went well. A known surgical risk for total joint revision is potential bone fracture. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. The most likely cause for the bone fracture was the patient conditions. (H6) evaluation codes: 1870, 2993. Section h11: *the following sections have corrected information: (b5) during a tsa procedure, the surgeon placed hex pins in the coracoid to fix the coracoid block to the coracoid. The surgeon was aware that this patient had poor bone quality. During the glenoid registration, the patient¿s coracoid broke. The coracoid block and tracker could not be reattached since there was insufficient coracoid bone left. The procedure continued with the reverse shoulder without gps and the case went well.

Event description:
During a tsa procedure, the surgeon placed hex pins in the coracoid to fix the coracoid block to the coracoid. The surgeon was aware that this patient had poor bone quality. During the glenoid registration, the patient¿s coracoid broke. The coracoid block and tracker could not be reattached since there was insufficient coracoid bone left. The procedure continued with the reverse shoulder without gps and the case went well.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that the surgeon placed hex pins in the coracoid to fix the coracoid block to the coracoid. The surgeon was aware that this patient had poor bone. During the glenoid registration, the patient¿s coracoid broke. The coracoid block and tracker could not be reattached since there was insufficient coracoid bone left. We continued on with the reverse shoulder without gps and the case went well.